Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) potassium (k) and chloride (cl) on a cobas 8000 ise module. The initial na result was 153 mmol/l. The repeat was 134 mmol/l. The initial k result was 6.0 mmol/l. The repeat was 5.2 mmol/l. The initial cl result was 113 mmol/l. The repeat was 97 mmol/l. No questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were not provided.

Manufacturer narrative:
The customer cleaned a probe. Qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
The issue had been resolved by the customer cleaning the sample probe. The customer had no further issues. On (B)(6) 2022 the field service engineer (fse) performed maintenance on the instrument. The fse identified a loose vacuum nozzle, cleaned all the nozzles, performed top-side cleaning, and replaced the gear pump head. The fse ran ise checks, air purges, and primes. The investigation determined the issue was consistent with the mis-sampling of the patient sample due to pre-analytical or other sample-related factors. The investigation did not identify a product problem.